Event description:
Hip replacement surgery on (B)(6) 2019 followed by continued pain and elevated wbc in multiple labs since replacement. Dr kept advising that everything was ok. I eventually gave up in trying to see him. Recently developed a large cyst in the joint which revealed a serious infection. Went to new ortho doctor and revision surgery scheduled for (B)(6) 2024 wherein a plaster spacer that injects antibiotics directly into the joint for a few months. Pain and many other health issues have arisen since the replacement. I looked up the device today and it appears there may have been a recall, one of which I was never informed of. The device is a zimmer-biomet g7 with a 52mm acetabular cup size and polyethylene liner.